Manufacturer narrative:
A ge service representative performed an on site investigation. The power plug was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system locked up and had to be rebooted prior to fluoro shot. This caused an intermittent, recoverable loss of imaging functionality. This could result in a procedural delay. There is no report of injury or death associated with this event.